Event description:
The customer reported the system would not produce an image. There was no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The boards and connectors were reseated during the service call. The system was then found to be working as intended and put back into service.